Event description:
It was reported that the patient presented to the clinic for routine follow up, upon interrogation the pulse generator exhibited backup vvi mode and the patient began twitching due to unipolar pacing. The device restored itself successfully. The device remained implanted.